Event description:
"The writer noticed a mismatch between the actual amount prescribed and the dosage pumped during the audit of baxter IV pumps. The patient was receiving a continuous heparin drip at a rate of 15.2 units/kg/hr, or 29.9 ml/hr. 12 ml of heparin is administered by IV pump in 25 minutes. 12.45 ml is the correct dosage that should be calculated. A difference of 0.45 ml was observed. Given that heparin is a high-alert drug, the disparity is unsafe. Pump number 0401733".